Manufacturer narrative:
(B)(4). Batch # t5ac58. Investigation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. Further analysis showed that the cartridge shroud was damaged no allowing the device to be properly loaded. Also, the retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a total colectomy - while transecting the bowel could not reload the contour with the new reload for second fire. The closing pin may have been not fully open. Procedure was delayed by 10 minutes. No patient consequence.